Event description:
Patient passed out and hit the dining room chair. As a result, the patient suffered a concussion. The patient's healthcare professional was unaware of the event and offered no additional information

Manufacturer narrative:
(B) (4).